Event description:
It was reported the stimloc setscrews were broken during a procedure and replaced. The patient status at the time of this report was, ¿alive - no injury/no adverse event.¿ there were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Concomitant medical products: product ID: m924256a003, lot# 082230611a, ,product type: accessory. Product ID: m924256a003, lot# 082 230611a, ,product type: accessory. Product ID: m924256a003, lot# 082230611a, ,product type: accessory. (B)(4).